Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced erosion of the lead through the incision site. As a result, surgical intervention may be undertaken to address the issue.